Event description:
It was reported "the end (shovel shaped tip) was broken from this sheath at least twice in the past 6 months". There were no reports of patient harm. This report is related to report under patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.